Manufacturer narrative:
Concomitant medical products: product ID: 407652 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced lightheadedness and near syncopal episodes. An right ventricular (rv) lead warning was noted and oversensing noise was noted, leading to under pacing and patient symptoms. Lead fracture was suspected. Diagnostic testing / trouble shooting was performed. The lead was reprogrammed and then capped and replaced. No further patient complications have been reported as a result of this event.